Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of oversensing of noise. Detailed analysis was then performed and a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion identified during laboratory analysis. There was no allegation or observation from the field regarding battery performance. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in storage of an untreated episode. It was noted that the patient was interacting with circuit breakers at the time of the episode. The root cause of the noise was felt to be due to electromagnetic interference (emi) when the patient was interacting with the circuit breakers. A health care professional (hcp) encouraged the patient to avoid contact with circuit breakers in the future. No adverse patient effects were reported. Additional information it was reported that the device was later returned with no additional information linking the explant to the previous reported observations. The product has been received for analysis.